Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose reached a high of 400 mg/dl. She does not blame the insulin pump for the high. Troubleshooting was declined since she preferred to discuss the matter with her medtronic representative. No products were shipped or returned.